Event description:
It was reported that during a coronary stent procedure of a slighly calcified, 60-70% lesion located in the left circumflex artery, the physician was unable to cross the lesion. Upon removal of the sent delivery device from the pt's body the physician noted that the stent was missing from the balloon. The stent was found in the guide catheter. No injury or pt complication was reported.